Event description:
The reporter stated that seven msi-tf injectors were found to be too stiff. The injectors were found to be turning very tight and the surgeon was unable to use them.

Manufacturer narrative:
An injector lot number search was performed, and no similar complaint found.